Event description:
It was reported that intermittent cartridge alarms (alarm 20) occurred during basal delivery with multiple cartridges. Customer¿s blood glucose level was 133-174 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.